Event description:
Complainant alleged that medics responded to a call for a pt who had coded. While attempting to monitor the pt, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing of the device was unable to duplicated the malfunction.